Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventive maintenance (pm), the getinge field service engineer (fse) noticed that the coil cable nylon retainer to be broken, allowing the coil cable and backplane cable to get damaged and lose connection causing the iabp to turn off and reboot. The fse disassembled the unit removed and replaced coiled cable, backplane cable, seal gasket and nylon cable tie and re-assembled the unit and performed a full pm with calibrations and all testing per manufacture specifications cleared for clinical use. (B)(6).

Event description:
It was reported during a preventive maintenance (pm) by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump failed to boot up. There was no patient involvement, therefore no adverse event was reported.